Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no excessive no delivery alarm and no blank display anomaly during test noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 227 mg/dl. Customer stated insulin pump had no delivery alarm, motor error. Customer stated that they did not get the insulin pump to work. Customer declined troubleshooting. The insulin pump will not be returned for analysis.